Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual defibrillator indicating that the device had a battery error message when the device was turned on but the battery was fully charged. There was no reported patient involvement, therefore no health consequences or impact.